Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the hv tank then performed a filament calibration. The system functions as intended.

Event description:
The customer reported that there was arcing in the hv tank.